Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence tibia tracker moved. It was noted that the tracker teeth are worn down; not allowing it to fully sit in the clamp, although it had been tightened prior. The device moved following the cuts, so it was able to continue with the case as normal. It was just not to able for the gap assessment to be collected post-operatively. The procedure was resumed after a non-significant delay using the same device, and no injuries were reported as a result.

Manufacturer narrative:
The real intelligence tibia tracker , part number rob10019, lot number 20dct0028, used for treatment, was returned for evaluation. The reported problem was visually confirmed. The teeth of the anchoring arm are significantly worn down. A functional evaluation was performed. Although the tracker teeth were significantly worn, it was able to properly seat into a clamp during testing. The most likely cause of the worn tracker teeth seems to be due to normal wear and tear over time. Although the tracker was still able to securely lock into a known good clamp during testing, wear to the tracker clamps used may have contributed to the issue in conjunction with the worn tracker teeth, resulting in improper seating or slipping even when fully tightened. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.